Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The all keypad buttons were intermittently responsive during testing. During investigation, there was evidence of keypad adhesive found under all key contacts.

Event description:
There is no adverse event associated with this complaint. It was reported that the keypad buttons were intermittently unresponsive.